Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the system shut down prior to a surgical procedure. The system was rebooted to initiate and complete the procedure.

Manufacturer narrative:
The customer reported that the system shut down. The patient had received topical anesthesia. The system was rebooted and functioned as intended. The procedure was able to be completed. There was no patient harm. The company service representative examined the system and was unable to replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on january 20, 2012. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).